Manufacturer narrative:
The product is not available for investigation. The DHR was reviewed, and no deviation or issue were detected. The lot was manufactured according to specifications. The trend analysis is considered acceptable. Three similar complaints have been received in 2019, none of which resulted in patient injury or impact. The root causes of these events are unknown. Currently no immediate corrective action is required. However, the product will be kept under continuous monitoring under CAPA investigation (B)(4).

Manufacturer narrative:
The product was discarded and is not available for evaluation. Investigation is underway.

Event description:
A user facility in (B)(6) reported that the forceps did not close while inside the patient¿s eye during a macular hole procedure. As a result, the surgeon was unable to remove the device from the patient¿s eye without tearing off the trocar through which the device was inserted. The surgeon ablated the trocar and removed the remaining piece of forceps directly through the eye which created edema in the conjunctiva. They then used new forceps to proceed the surgery. The patient is fine. There was no surgical treatment needed to mitigate the clinical consequences. There was an increase of 15 minutes in the duration of the surgery.